Event description:
It was reported by a registered nurse (rn) that a patient on peritoneal dialysis (pd) discontinued pd therapy due to an infection. In additional follow-up, the reporting nurse stated the patient had peritonitis (date not provided). The patient has been transitioned to hemodialysis for renal replacement needs. The patient is reportedly recovering from the peritonitis event. No further information would be provided about patient specific details surrounding the peritonitis. However, the nurse indicated the peritonitis event was not related to any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to the patient causing a breach in aseptic technique during the pd exchange.